Event description:
The customer alleged that his blood glucose readings were higher than usual. While troubleshooting, he performed control tests and received a result of 435 mg/dl. The normal control range was 108-150 mg/dl. No adverse events were alleged. The test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.